Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement and high pacing threshold. The lv lead was replaced. Additional information received indicates the lv lead was discarded after explant. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.